Event description:
During a cataract extraction procedure the clinic reported the phacoemulsification unit was freezing and failing the self-test. The clinic indicated the unit froze with two procedures. The first incident occurred during phaco mode. The customer reported the unit froze when attempting to switch into phaco mode 2. There was no significant delay time and no patient injury. The clinic was able to proceed with the same unit. The procedure was completely successfully. The second occurrence, the clinic was not able to complete the procedure, thus a backup unit was used. There was no patient injury. There was a delay to bring a backup unit however, the clinic did not report a significant delay time. Although, the procedure had not commenced, the patient was on the table and had the incision had been executed. The procedure was completely successfully.

Manufacturer narrative:
Patient information was not provided as to any impact or no injury was reported. The categories for outcomes attributed to adverse event are not applicable as this is a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). Upon inspection of the machine, the fss was not able to duplicate the freezing of the unit. By checking the error/event logs, the fss found the wireless footpedal lost charge and connection during the time, the customer reported the issue. The customer had indicated to fss, they had unplugged the unit from the wall outlet; therefore, the hard drive was replaced. The hard drive was replaced as a proactive measure due to turning off the unit from the wall outlet may have caused the hard drive to become difficult to use. The customer was provided with training awareness on how to set up the footpedal and charge before use. The software was updated to the latest version. The footpedal was synchronized/paired and recalibrated to the unit. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.